Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was used during a procedure performed in 2005 (patient gender, age, and weight are unknown). According to the complaint, the balloon came off from the patient two days after the placement because the balloon had leakage. The procedure was completed with another device (unknown manufacturer). The procedure was able to be performed successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
A functional evaluation of the returned device was performed. A 25ml syringe was used to pressurize the balloon using ambient air; no leaks were found. The back flow valve was viewed under a 10x scope where no anomalies were found. No problems were found with this device. This evaluation could not confirm the customer complaint. This device functioned as it was intended to with no leaks.